Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On )b)(6) 2018, a 16mm amplatzer septal occluder was selected for implant. During the procedure the distal disc deployed deformed, cobra-shaped. Another 16mm amplatzer septal occluder (lot number: 5845181) was successfully implanted. No patient consequences were reported.